Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. The issue occurred in the past; therefore, troubleshooting could not be performed. Fill estimate was accurate at the time of report. Additionally, customer received intermittent occlusion alarms. Customer resolved occlusion alarms by resuming insulin delivery on pump. Customer's blood glucose reached 170-180 mg/dl.